Event description:
The customer reported that the speaker is out of order. Not confirmed yet if inop and/or sound present. The device was not used for patient monitoring at the time of the alleged malfunction. No adverse event involving a patient or user was reported.

Manufacturer narrative:
Date of report 12may2021.

Event description:
The customer reported that the speaker is out of order. Not confirmed yet if inop and/or sound present. It is unknown if the device was used for patient monitoring at the time of the alleged malfunction. No adverse event involving a patient or user was reported.